Manufacturer narrative:
The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once a final evaluation is completed.

Event description:
The customer reported this ventilator device cycled power off, while in patient use. The customer stated no known patient harm or injury was reported with this event.

Manufacturer narrative:
The field service engineer (fse) went on-site to evaluate the suspect device. The field service engineer (fse) cycled the device and could not duplicate the reported device behavior. However, the fse determined the device required calibration, which was performed. The operational verification procedure of the device, was performed and passed. The device was returned to the customer for use, having met manufacture specifications. At this time, no component or assembly failure was identified therefore no further investigation will be performed.

Manufacturer narrative:
Failure investigation was completed but the report submission was not submitted in error in initial report and the date received by manufacturer in the supplemental report. This was identified on (B)(6) 2018.